Manufacturer narrative:
(B) (4). (B) (4). The add'l rx xience v 3.0 x 28 mm (part# 1009541-28/lot# 8053041) and rx xience v 3.5 x 08 mm (part# 1009542-08/lot# 8072861) stents are being filed under the same manufacturer number. In this case, there was no reported product deficiency. The reported pt effects are known adverse events listed in the risk assessment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, two 3.0 x 28 mm rx xience v stents and a 3.5 x 08 mm xience v stent were implanted in the pt. In (B) (6) 2009, the pt had chest pain and was admitted to the hospital. Cardiac catheterization and bypass surgery were performed to treat restenosis. No add'l event or pt info is available.